Event description:
It was reported an ac adaptor has a bulge in the case. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.